Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx stent was intended to be implanted in the lad, however a stent edge dissection grade a occurred in the lad. The physician proceeded with lm-lad cutting and a non-study stent was then used. The investigator assessed the event as probably related to the index device and unlikely to be related to the antiplatelet medication. The patient recovered. Update also assessed from 9-sep-2018: no device malfunction occurred.